Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a pacemaker with a left bundle branch lead, considered off label and during the attempted implant the helix coil broke off into the septum. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a pacemaker with a left bundle branch lead, considered off label. During the attempted implant the physician did not like the movement of the lead. When physician went to retract the helix, it was clearly at an angle from the lead body and afterwards the helix coil broke off into the septum and was left there. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction of: type of reportable event, h1 impact and device codes, h6 aware date adverse event/product problem, b1 outcomes attrib to adv event, b2 fields. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a pacemaker with a left bundle branch lead, considered off label. During the attempted implant the physician did not like the movement of the lead. When physician went to retract the helix, it was clearly at an angle from the lead body and afterwards the helix coil broke off into the septum and was left there. A new rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that the patient was getting a pacemaker with a left bundle branch lead, considered off label. During the attempted implant the physician did not like the movement of the lead. When physician went to retract the helix, it was clearly at an angle from the lead body and afterwards the helix coil broke off into the septum and was left there. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction of: type of reportable event, h1 impact and device codes, h6 aware date adverse event/product problem, b1 outcomes attrib to adv event, b2 fields. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a pacemaker with a left bundle branch lead, considered off label and during the attempted implant the helix coil broke off into the septum. No additional adverse patient effects were reported.